Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The needle of the subject device was bent. The user noticed that the needle was broken when the subject device was removed from the patient body. It was reported that the pneumomediastinum occurred in the patient.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the reported information, omsc presumes that the event occurred due to the following occurrence mechanism. The needle was bent since it was subjected to a loads when it punctured a hard cartilaginous. The windpipe was torn by the bent needle when the user removed it and the bronchoscope together from the patient. Additionally, the needle was broken. As a result of the above 2), the pneumomediastinum occurred in the patient. The instruction manual of the device has already warned as follows; when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.

Event description:
Additional information was reported on february 2nd, 2018. The doctor commented the following. The needle of the subject device was bent at 90 degrees. The windpipe was torn by the bent needle when bronchoscope was removed from the patient. In addition, it caused air inflow to the mediastinum.